Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor saline implant. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with unknown mentor saline breast implants that the patient reported to be in an accident and she feels sharp pain, and feels both implant deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left implant.